Event description:
The hcp reported that post lead implant, the patient developed an infection. No patient symptoms were reported. The patient was treated with oral antibiotics. It was also reported that the patient had been unable to get stimulation coverage since implant due to the wound infection. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The report was submitted late by the manufacturer's representative, retraining has been conducted.